Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, about two to three centimeters of the lead suture with the needle attached at the end, detached from the mesh leg when the physician attempted to throw it through the sacrospinous ligament, using a capio device. The detached suture and needle were captured inside the capio cage. It was noted that it "looked like" the capio carrier severed the suture. The physician completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.